Event description:
Technician alleged that the right head and foot side rail would not stay in the up position. No injury reported.

Manufacturer narrative:
Technician found the latch pins were old. The technician replaced the latch pins to resolve the issue.